Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left main to left anterior descending artery. The 3.50x33mm xience skypoint stent was implanted; however after post dilatation, it was noted a proximal stent strut was fractured. Another xience skypoint stent was implanted to cover the fractured stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Event description:
It was reported the procedure was to treat a lesion in the left main to left anterior descending artery. The 3.50 x 33 mm xience skypoint stent was implanted; however, after post dilatation, it was noted a proximal stent strut was fractured. Another xience skypoint stent was implanted to cover the fractured stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.